Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred and the user was unable to clear the most recent alarm. The user's blood glucose (bg) level ranged from 192 mg/dl to 245 mg/dl. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.